Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was major cardiovascular disease with other forms of chronic ischemic heart disease, pericardial effusion (noninflammatory), pleural effusion, not elsewhere classified, pleural effusion, not elsewhere classified, and respiratory failure, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of not sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
The death certificate was received on 01/06/2015 and reported date of death as (B)(6) 2012. The patient passed away as an inpatient in a hospital. Cause of death was respiratory failure (3 days) due to (or as a consequence of) pericardial effusion (2 weeks) due to (or as a consequence of) pleural effusions (2 weeks) due to (or as a consequence of) myocardial infarction (one month). No autopsy was performed.

Event description:
It was reported that the vns patient passed away. Further follow-up revealed that the date and cause of death are unknown as the care residence no longer had the patient's records at the facility. The relationship of the vns to the cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.